Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blodd glucose results were 29, 31, 271 and 278 mg/dl. Tests were done within 10 minutes with a difference of 79%. Patient did not experience any adverse events. No further information has been reported.